Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a collapsed distal tip. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2022. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the curved tube was crushed, an abnormal angle of the curved tube was observed, the forceps channel was crushed, the light guide bundle was broken, the flexible tube of the insertion section was crushed, the coating of the insertion tube had been peeled off, the operation part was damaged, the curved rubber was elongated, and the image guide bundle was severely broken. Scratches were found on the operation part, the eyepiece, the operation unit cover, the grip, the angle lever, and the up/down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including the usage environment. Olympus will continue to monitor field performance for this device.